Event description:
It was reported that during implant, the physician had problems positioning the right ventricular lead. The physician complained that the lead was defective. He was going to try a new lead, but it was dropped. The physician then had the first lead in a good position and left it there. The lead is in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.